Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A consumer reported via a manufacturing representative that the implantable neurostimulator (ins) had eroded through the patient's skin on the right side of their chest. The patient was admitted to the hospital and the ins and extension were removed. The extensions were cut below the lead/extension connection. The leads were intact and undamaged. The patient was alive with injury related to the device removal and wound closure. The issue was resolved at the time of this report.